Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result was 4.4, 6.7, 5.7, 8.0 and 5.7 inr. The corresponding lab result reported was 3.3, 4.7, 4.2, 6.2 and 4.0 inr.